Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the previous supplemental report (follow-up # 2) indicated date manufacturer received was 2017-05-30 in error (year incorrect) and should have instead indicated 2018-05-30. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine [10 mg/ml] at a dose of 2.88 mg/day. It was reported there was exploratory surgery of the catheter. The hcp noticed the catheter wouldn¿t aspirate. The hcp replaced the pump segment on (B)(6) 2017; the partially explanted catheter was discarded. The onset of the event was unknown. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshozzz oting occurred. The issue was resolved at the time of the report. The patient weight was unknown. The patient status at the time of the report was alive ¿ no injury. No patient symptoms were reported; no further patient complications were reported.

Manufacturer narrative:
Continuation of concomitant products: product ID: 8731sc; serial# (B)(4); implanted: (B)(6)2008; explanted: (B)(6) 2017; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 2009-11-19, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was reported that the pump was replaced on (B)(6) 2017 regarding a pump malfunction. The patient¿s weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-18, additional information was received from the manufacturer representative (rep) which was indicated as confirmed with the healthcare professional (hcp). Additional information reported that there was not a pump malfunction. There were no alarms, no issues, it "showed to be working correctly" and it was replaced as a precaution. The issue was related to a catheter issue in which the catheter "wouldn¿t aspirate".